Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to clinic after receiving a vibratory alert. Device interrogation indicated high hv impedance on the rv to svc and svc to can vectors. A loose set screw was suspected. The decision was made to turn off the svc coil. Due to the patient's health. Dft testing will not be performed. The patient will be monitored.